Manufacturer narrative:
A maquet field service tech investigated the unit and observed that the unit would not properly form an ice block. The tech readjusted the ice sensor and cleaned the shunt valve. Verified the ice calibration setting. The unit now works as expected. The unit was tested to factory specs. All tests were performed successfully. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that the icebox melts down very quickly during long-cases. No pt involvement. (B)(4).